Event description:
It was reported that the customer had an unspecified cartridge issue. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. Customer administered a manual injection, correction bolus, and supply change to address bg. A cartridge change was performed to address the issue. Although requested, no additional information was provided by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.